Event description:
(B)(4) - the dealer reported that itfm88 seat cushion gel pack broke inside the cover, and allegedly injured the patient, who was medically treated for a sore. There was no additional information provided, and should we receive it, this file will be reviewed, and a supplemental report submitted.